Event description:
It was reported that the external pulse generator's display was damaged. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the display was damaged. Analysis did find that the upper case, lower case, battery release and battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched, the serial label number was torn, the liquid crystal display was intermittently out of specification electrically, the encoder flex was damaged and that it needed a battery drawer o-ring. (B)(4).